Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system. The device was bloody, and the implant was inside the sheath. Analysis of the returned device included microscopic and visual inspection of the tip, sheath, implant and core wire. Inspection revealed tip damage (tricuts flared/abrasions), sheath damage (abrasions) and anchor damage. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Measurements of the laa were taken. Upon pre-procedure transesophageal echocardiogram (tee), there was no thrombus, and there was a slight pericardial effusion which was not measured. The trans-septal puncture was performed. Based on measurements taken and the left atrial pressure, a 24mm watchman laa closure device and delivery system was chosen. The delivery system was advanced into the watchman access system and the closure device was deployed. It was noted that upon deployment, the laa depth was not enough. When the device was deployed, it tilted greatly towards the lobe on the posterior side, and a full recapture was performed. According to the physician, there was resistance felt from an unknown cause. A pericardial effusion was noticed at this time. It was decided to continue the procedure and a new 24mm watchman laa closure device was deployed. The tee showed the pericardial effusion grew slightly so the release criteria were assessed quickly. The release criteria were met, so the closure device was released. Heparin was reversed. The patient's activated clotting time (act) was 97sec. A pericardiocentesis was performed. The pericardial effusion had increased to about 2cm and it started to compress the heart, but respiratory and circulatory dynamics were stable. Blood aspiration was performed which resolved the compression. The pericardial effusion improved and the patient was monitored for 5 minutes. Again, blood aspiration was performed until the pericardial effusion was resolved. Measurements were taken again and the patient was transferred to the critical care unit. Since respiratory and circulatory dynamics were stable, the patient was woken up, and extubated. The patient was taken off the respirator. The patient was stable and has since been discharged.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Measurements of the laa were taken. Upon pre-procedure transesophageal echocardiogram (tee), there was no thrombus, and there was a slight pericardial effusion which was not measured. The trans-septal puncture was performed. Based on measurements taken and the left atrial pressure, a 24mm watchman laa closure device and delivery system was chosen. The delivery system was advanced into the watchman access system and the closure device was deployed. It was noted that upon deployment, the laa depth was not enough. When the device was deployed, it tilted greatly towards the lobe on the posterior side, and a full recapture was performed. According to the physician, there was resistance felt from an unknown cause. A pericardial effusion was noticed at this time. It was decided to continue the procedure and a new 24mm watchman laa closure device was deployed. The tee showed the pericardial effusion grew slightly so the release criteria were assessed quickly. The release criteria were met, so the closure device was released. Heparin was reversed. The patient's activated clotting time (act) was 97sec. A pericardiocentesis was performed. The pericardial effusion had increased to about 2cm and it started to compress the heart, but respiratory and circulatory dynamics were stable. Blood aspiration was performed which resolved the compression. The pericardial effusion improved and the patient was monitored for 5 minutes. Again, blood aspiration was performed until the pericardial effusion was resolved. Measurements were taken again and the patient was transferred to the critical care unit. Since respiratory and circulatory dynamics were stable, the patient was woken up, and extubated. The patient was taken off the respirator. The patient was stable and has since been discharged.